Manufacturer narrative:
Device received with constant no motor movement alarm during rewind due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 8.1 mmol/l at the time of the incident. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.